Event description:
During testing, the ventilator always alarmed with 'fio2 high error message. Calibrating the o2 sensor could not solve the issue. This issue was solved by replacing the o2 sensor. No pt involved in this case.